Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer called to emergency medical services due to low blood glucose level and high blood glucose level on may 17, 2021. Customer's blood glucose level was 23 mg/dl. Customer was treated with insulin drip for high blood glucose level. The insulin pump will not be returned for analysis.